Event description:
Reporter indicated that during generator replacement surgery device diagnostic testing after connecting the new generator to the existing lead resulted in high impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The leads were then reconnected to the new generator and device diagnostic testing was again performed and again resulted in high impedance reading (dc-dc code 7 and limit) ruling out possible generator/lead connection problem. Lead break is suspected. The entire ncp system was then explanted and replaced with a new system.